Manufacturer narrative:
According to the visual examination, the fiber break observed was likely caused by mechanical force due to user mishandling. The fact that the fiber was able to be used for some amount of time indicates that the fiber was fully capable of functioning as intended. It is highly unlikely that there were any manufacturing faults with this fiber. Dornier fibers must be handled carefully by the user at all times. Dornier medtech america, inc. (The importer) is submitting the report on behalf of dornier medtech laser gmbh (the manufacturer) per exemption number e2012001.

Event description:
Two diode laser fibers, one on it's second use and one on it's thrid use, snapped in half the same exact way at the same exact spot. Only one fiber was sent back for evaluation as the other fiber was discarded by the customer.